Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The caller did not know the blood glucose reading. The customer stated that the insulin pump had gone through a scanner and may have been exposed to a strong magnetic field. He stated that the device failed and about 2 days prior, the blood glucose reading reached as high as almost 500 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.